Event description:
It was reported that the up arrow button is less responsive since (B)(6), 2011. It was reported that there is no damage to the keypad and the pump is not exposed to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that the pump displayed a dim reddish screen.